Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8305 console was not functioning, and began to smoke. This occurred during and unknown case, with no patient effect reported. No additional information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. The reported device was not returned for investigation. Pictures were not provided for evaluation. Per the event description is concluded that the console was overheating and not functioning as required. A probable cause could be attributed to an overcurrent condition damaging an internal component.